Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 24 atmospheres for 30 seconds using deionizes water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 24 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the lower extremity artery. A 4.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst upon first inflation at 20 atmospheres for 10 seconds. The procedure was completed with a different device. No complications were reported, and the patient's condition was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the lower extremity artery. A 4.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst upon first inflation at 20 atmospheres for 10 seconds. The procedure was completed with a different device. No complications were reported, and the patient's condition was stable.